Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with unknown saline mentor breast implants and suffered unspecified implant illnesses. As a result, the patient had the implants explanted. No device issue such as rupture regarding the patient¿s devices was reported. The root cause of the patient¿s symptom is unclear. Due to the nature of the reported source, an unidentifiable blog/ social media site, mentor was not able to follow up with the patient for further investigation.

Manufacturer narrative:
On 4/23/2020, mentor became aware that the initial submission had mistakes on 1. Patient identifier, 1. Initial reporter first name, and 1. Initial reporter last name the corrections are as follow: patient identifier is (B)(6), and initial report first and last name is (B)(6). Manufacturer¿s reference number: (B)(4).